Manufacturer narrative:
(B)(4).  Physio-control evaluated the customer's device but was unable to duplicate the reported issue.  As a precaution, physio replaced the main keypad assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed main keypad assembly and observed that the left side of the star dome on the power button was worn; however, the right side of the dome was ok.  No functional failures were observed. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device would power off by itself on both ac and dc power.  This issue occurred during patient use; however, there were no adverse effects to the patient as a result of the reported issue.  The customer advised that the patient was being monitored at the time of the event.  No further details about the patient or the event were provided. Physio-control has made multiple attempts to contact the customer in order to obtain additional information about the patient and the event; however, no response appears to be forthcoming.